Event description:
The lay user patient called lifescan (lfs) in 2006 and alleged that her meter was prompting an apply sample message. The medical affairs specialist spoke to the patient five days later and obtained/verified the following information. The patient reported that she had been experiencing the problem of apply sample message for about one month. One the day of the event, february 5,2006, whe became confused and flushed. She attempted to test several times and was finally able to obtain a result of "hi". She went to the hospital and her blood glucose ws almost 700mg/dl. She was admitted for 3 days and her blood glucose was monitored every hour. The patient's medication regiment is lantus 55 unite every morning and humalog before each meal based on a sliding scale. The patient states she began testing her blood glucose less frequently because of the meter issue and she reported that she was not taking her humalog because she did not know what her blood glucose levels were. The patient was applying an adequate amount of blood to the test strip. She retested while on the phone with the lfs customer service representative and was able to obtain a blood glucose result. Although the issue appears to be resolved this complaint is being reported because the patient discontinued a part of her medication regimen due to the meter issue. Subsequently, she suffered a hyperglycemia event, which required intervention. A replacement has been sent.